Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had been experiencing blood glucose levels as low as 31 mg/dl, which he treated with food. Blood glucose level at the time of the call was 84 mg/dl. The customer will speak with a diabetes trainer and monitor the insulin pump. Customer will not return the device for analysis.